Event description:
The manufacturer received information alleging a ventilator's lcd display screen was blank. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the lcd display screen was found to be blank. The lcd cable was detached from the lcd. The lcd cable reattached to address this issue. Result: reattached cable.